Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier failure to follow steps / instructions.

Event description:
It was reported that after preparation of the 3.50 x 38 xience skypoint stent delivery system (sds), the protective sheath was removed and the stent came off [dislodged] and remained on the stylet. The device was not used in the patient and the procedure was completed with another skypoint sds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device was unpackaged and prepared incorrectly. The device was prepped first, then attempted to remove the stylet. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: prior to preparation of the device, remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently move distally. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.